Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
(B)(4). Event description: I was priming IV tubing and the tubing fell apart at a port connection. The tubing was not connected to a patient. 1 week ago I remember the same type tubing falling apart on a patient, blood started backing up and running on the floor. I disconnected tubing and threw it away. No harm to that patient. At the time I thought possibly the tubing was damaged during transporting the patient, but now looking back I believe the tubing must have been faulty as well. No one saw the tubing get damaged. There is one event being reported for blood leakage. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with no packaging was returned for evaluation. Upon visual examination, the set was noted to be disconnected at the bonded joint between the tubing and sidearm of the distal caresite. The reported defect was confirmed. Although the reported defect was confirmed the exact root cause could not be determined. B. Braun medical inc. Has initiated a corrective action and preventative action (CAPA) to address issues of disconnection at the bonded joint between the tubing and y-carestie valve. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.